Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown, with osteoarthritis (kellgren and lawrence grade 4, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with first course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into right knee. The lot number of synvisc was not provided. On an unspecified, patient received treatment with second injection of synvisc. On (B)(6) 1998, the patient received treatment with third injection of first course of synvisc (dosage regimen not provided), into the right knee. On (B)(6) 1998, the patient developed synovitis of right knee. On an unspecified date in (B)(6) 1998, the patient underwent arthrocentesis and 60 cc of clear yellow fluid was aspirated from the right knee (effusion of right knee). The patient received treatment with intra-articular celestone (betamethasone) at a dose of 02 cc for the events of synovitis of right knee and effusion of right knee. On (B)(6) 1999 (after 24 hours), the event of synovitis of right knee resolved. The outcome for the event of effusion of right knee was not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship of synvisc with the event of synovitis of right knee as definitely related and did not provide the relationship between synvisc and the event of effusion of right knee. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).